Event description:
Related manufacturer reference number : 2017865-2024-72586. It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular lead and the pacemaker exhibited loss of capture. Programming changes were made. The patient was stable throughout.